Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided biospy procedure, the coaxial was allegedly bent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one unsealed mission disposable core biopsy instrument kit which includes one disposable mission biopsy instrument, one blunt stylet, one compatible coaxial needle, one trocar stylet and one depth stop were received for evaluation. Upon visual evaluation, the device was returned in initial configuration with the cannula at the 00 mm position. It was noted that the coaxial was broken and the broken pieces were returned. Two electronic photos were provided and reviewed first photo shows that the compatible coaxial placed on the table and it was noted to be bent near the hub. Second photo shows that the user was holding the compatible coaxial in which the coaxial was found to bent near the hub and it was appeared that the coaxial was about to break. Therefore, based on the photo review the reported failure bent can be confirmed. Therefore, based on the photo review, the investigation is determined to be confirmed for the reported bent needle issue as the compatible coaxial was found to be bent on the photos provided and based on the evaluation results the investigation is confirmed for the identified break issue as the compatible coaxial was found to be broken during the visual evaluation. A definitive root cause for the alleged reported needle bent and identified break issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2025), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided biospy procedure, the coaxial was allegedly bent. The procedure was completed using another device. There was no reported patient injury.